Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 117 mg/dl at the time of incident. The customer was advised that the device would be replaced. The product will be returned.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be -0.003 mv. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with minor scratched display window and case.